Manufacturer narrative:
G.3 was inadvertently left blank, the correct date for g.3 is 5/7/2021. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, part of the shell is missing, non-penetrating nicks, red particles on the surface of the shell and gel, opening. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. A striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks. A striated edge opening on radius side assessed as surgical damage.

Event description:
Patient's friend reported a left side device " rupture diagnosed by ultrasound," "implants were also recalled and is frightened that something will happen due to the rupture)¿. Explanting physician confirmed left side rupture. The device has been removed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.